Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported unsuspended insulin. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level dropped to 23 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin.